Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 496 mg/dl. The customer experienced symptoms such as diabetic ketoacidosis. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer was advised a tubing clamp will be sent to perform the high pressure test. The product was not returned for analysis.